Event description:
Customer reported receiving a low threshold suspend alarm on the insulin pump. Customer stated that the sensor was reading 88 mg/dl while the blood glucose readings were really 289 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.